Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005822 trilogy shell 61743369 unknown, ml taper stem, unknown lot # 00630505840 liner, unk lot # 00801804001 femoral head 61697961. Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patients hip was revised approximately 6 years post implant due to loosening. No additional information has been provided.